Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the lead implant, the right ventricular lead had high thresholds, no capture, and undersensing. The r-waves were not able to be sensed due to a lot of artifact on the ventricular electrocardiogram (egm); which persisted even when the alligator clips were repositioned, changed and another programmer used. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.